Event description:
(B)(4) occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer pfo occluder was chosen for implant. During procedure, it was noted the patient experienced a brief self-resolving episode of atrial fibrillation. Post-procedure, patient experienced near syncope with self-resolving left arm numbness on ambulation. Patient was admitted in the hospital overnight for observation. It was also noted patient experienced another atrial fibrillation episode that converted to normal sinus rhythm (nsr) after oral metoprolol 25mg. Patient was discharged on (B)(6) 2022 with plan for outpatient metoprolol 25mg bid and arrhythmia monitoring. It was then reported on (B)(6) 2022, patient reported severe constant left sided headaches for the past three days associated with nausea and vomiting. Patient has a medical history of migraines. Patient was advised maximum daily dose of tylenol and instructed to follow up with primary care physician. Ziopatch was completed from (B)(6) 2022 to 30 (B)(6) 2022 and noted no atrial fibrillation and predominant nsr.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.